Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the optium meter was reviewed and the dhrs showed the optium meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified quality issue with the adc blood glucose meter. The customer further reported experiencing a seizure however, no additional information was provided as the customer refused to troubleshoot. There was no report of death or permanent injury associated with this event.